Event description:
It was reported that customer recently passed away. Customer's wife informed the supply management team that customer had passed away and to discontinue shipments of supplies. Customer's spouse stated she would provide information on the death later. Several attempts were made to contact customer's spouse afterwards, but they were unsuccessful. A voicemail was left. No other details about the death were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
This information is provided in response to your request dated january 6, 2015 for additional information. Our original medwatch report was submitted with the incorrect date of death and missing details.

Event description:
It was reported that the customer passed away on (B)(6) 2014 in a rehabilitation center of a hospital. The cause of death was pneumonia and heart failure. The customer had been hospitalized on (B)(6) 2014. The customer¿s blood glucose at the time of death was unknown. The customer did not wear the insulin pump at the time of death. The customer was off insulin pump therapy for 19 days prior to passing. The customer was off insulin pump therapy due to illness and they chose not to wear the device. The customer did not use sensors and was not wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis. At this time no further information is available.